Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed e1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a malfunction that the drawer was not closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a malfunction that the drawer was not closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A technical support specialist confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue.